Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: wire kinked internally, unable to be removed, delaminated and 9mm segment broke off. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: n/a. What is the next course of action?: unknown. Patient present at time of event?: yes. Patient complications: additional intervention required. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: wire kinked internally, unable to be removed and delaminated medical or surgical interventions: unknown. Patient admitted to hospital beyond the standard of care: unknown. Patient outcome: unknown. Device acquired from a distributor?: no. As reported device codes: 1048: break. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
No device was provided for analysis. From the complaint description is was noted that: wire kinked internally, unable to be removed, delaminated and 9mm segment broke off. No clinical signs, symptoms or conditions'' the end user did not provide lot traceability. Therefore; lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "improper use" may have impacted on the event as reported.